Event description:
An account reported that this bed had no brake function.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed, which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.